Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Full lead returned. Visual inspection: it was noted that blood was observed in/on the helix/lobe mechanism.

Event description:
It was reported that no sensing and threshold values could be obtained from the atrial lead via the analyzer, even after changing the analyzer cable and changing channel for measurements. After replacing the lead with a new lead, measurements were within normal ranges. The lead was not used. (B) (6) 2009 ((B) (4)) rtnd for same, the device was not implanted. No patient complications have been reported as a result of this event.